Manufacturer narrative:
The device was not returned for investigation. A manta 18f was deployed on the right side, however, when the device was pulled back to tension, the toggle did not catch on the arteriotomy. The toggle, and collagen sandwich were visible under the skin surface. Persistent bleeding continued requiring a surgical cut down and manta was explanted. The cause of the tract deployment is inconclusive. The IFU was reviewed and lists other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The risk of failing to achieve hemostasis and access site complications leading to surgical intervention is written in the IFU. Risk documentation was reviewed and tract deployment is a known risk. The occurrence of this type of incident remains below risk documentation acceptable occurrence rate. The device history was reviewed and confirmed no non-conformities were identified related to this event. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The us IFU lists access site complications leading to bleeding which may require surgical intervention as a possible adverse event related to vascular closure devices. An investigation has been opened and remains in process to review the risk documentation, and device history record.

Event description:
A bilateral79 fenestrated evar (fevar)was performed on (B)(6) 2019. Manta 18f was deployed on left side and immediate hemostasis was seen. Proper procedure was followed on the right-side deployment, but when the device was pulled back to tension the toggle was said not to catch on the arteriotomy. The collagen sandwich was visible just under the skin surface. There was persistent bleeding seen during and after deployment. The contralateral side was closed, therefore a surgical cut down was performed to close the right side access site. The patient was fine following the procedure.